Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presenting in clinic, loss of capture was observed. During the procedure, it was difficult retracting the helix and after repositioning the physician was unable to redeploy the helix. The lead was extracted and replaced. Physician suspected a possible lead dislodgement. Patient is doing well and will be monitored with routine follow up.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.